Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The clip was retracted into the left atrium, where it was observed that one of the gripper was no longer functioning as intended. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed and identified the gripper line to be broken via returned device analysis. The reported difficult to remove from anatomy (clip caught on chordae) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the identified gripper line break. A conclusive cause for the gripper line break and clip caught on chordae (difficult to remove from anatomy) cannot be determined. The reported tissue injury appears to be due to the clip caught on the chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.